Event description:
It was reported that the patient experienced gastrointestinal bleed with rectal bleeding abdominal cramping which required in-patient hospitalization (from (B)(6), 2011 to (B)(6) 2011). It was noted that the patient¿s coumadin was discontinued during the hospital stay. The etiology of the issue was reported as a ¿new illness, injury¿. An intervention of a transfusion of 2 units of packed red blood cells was reported. The outcome of the event was reported, as of (B)(6) 2011, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# v579919, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information reported the event was not related to the device, therapy, or procedure.